Event description:
It was reported while attempting to cross the aortic valve, the spyglass catheter was noted to be kinked at the area of the 145 degree angle. The physician attempted unsuccessfully to unkink the device using a .035 guidewire while removing the catheter from the pt. Reportedly, the catheter broke at the kink site during removal at the femoral puncture site. The pt underwent surgery to remove the retained section; the pt was reportedly recovering.